Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for an implant procedure. During operation, the atrial lead became dislodged due to tissue stuck in the helix. The physician exchanged the lead during procedure. The patient was in stable condition.